Event description:
It was reported that after the tunneling procedure, the physician and manufacturer representative saw that the lead was stretched. It was noted that it was a broken custom made lead, and the damaged was detected capping the lead. The lead was not implanted and had to be replaced with a backup lead. Diagnostic testing/troubleshooting was not performed as it was not required. The product issue was resolved but the cause of the issue was not determined. There were no patient symptoms or complications associated with this event; the patient was alive with no injury at the time of the report.

Manufacturer narrative:
(B)(4).